Event description:
Related manufacturer reference number: 2017865-2022-13316. It was reported that the patient presented for revision of the right ventricular (rv) and right atrial (ra) leads due to an unknown malfunction. Upon attempted revision of the ra lead, the ra lead perforated and exhibited tamponade. Open sternotomy and pericardiocentesis were performed. The ra and rv leads were explanted. The patient's status was unknown.

Manufacturer narrative:
The reported event of cardiac perforation unknown malfunction were not confirmed. The connector portion of the lead was returned for analysis in one piece. Electrical and x-ray examination were normal with no anomalies found. Tip stiffness testing could not be performed without the distal portion.

Event description:
New information noted the right ventricular and atrial leads were originally being explanted due to noise. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. Visual inspection of the lead found an external insulation abrasion breaching the insulation and exposing the coil. The cause of the external insulation abrasion was consistent with friction to the device can and the reported event of noise.